Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. It was noted that the patient was in chronic atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial (ra) lead exhibited undersensing and oversensing on stored electrograms (egm) that did not appear to affect device function due to programmed setting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial (ra) lead continued to exhibit undersensing during episodes of atrial arrhythmia.